Event description:
The physician had freezes of the screen during several follow-ups.

Manufacturer narrative:
Upon reception of the subject device, the reported issue could not reproduced. The date of the follow-up and the type of implantable device when the issue occurred were jot provided. The programmer will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the device. This case is retained and utilized for trending purposes.

Event description:
The physician had freezes of the screen during several follow-ups.